Event description:
The company was informed that the electrode array of the patient's device has migrated out of the patient's cochlea. Surgery to reposition or explant the patient's device is under consideration.